Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple intermittent occlusion alarms. The customer's blood glucose was 191 (mg/dl). A system check was performed with the current supplies and the pump performed as intended. The customer declined to remove and inspect the infusion set site for possible issues and declined further troubleshooting.